Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of customer's low blood glucose levels. The customer's blood glucose level was 43mg/dl. The customer's most current level was 75mg/dl. The customer treated with juice. The customer states they would be speaking with healthcare provider regarding lows. The customer was advised to monitor the device.